Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a left total hip revision. An mdm 40 size g liner and articulating liner +4 ceramic sleeve construct were revised to a constrained liner due to dislocation and abductor issues.